Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h2,h3, h6, h11. The device was inspected by the customer and field service and the reported failure was not confirmed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device sporadically goes black, and the image disappeared for 2-3 seconds and then reappeared. The issue occurred during the sedation for a therapeutic procedure while the device was outside patient. The procedure was completed with an olympus back-up device. There were no reports of patient harm.